Manufacturer narrative:
It was reported by the hospital contact that the presidio coil (pc410041230/c10635) failed to be re-sheathed. It was initially reported that the product will be returned for analysis. Very limited information was received. The complete introducer sheath with the attached resheathing tool was not returned. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported damage of the coil being severely damaged, stretched, entangled around the device positioning unit (dpu), knotted, and \being stuck to the tape was found. Located off the proximal end are unreported kinks to the core wire at 55.5 and 113.0 centimeters. It was unreported that complete introducer sheath with the attached resheathing tool were missing and not returned. The proximal section of the coil was returned stretched. The coil was returned severely damaged and knotted. No manufacturing defects were found. Due to post-procedural mishandling, cleaning, and packaging the circumstances of how and when all the above unreported damage and missing components to the unit occurred cannot be determined. The complaint of the resheathing difficulty cannot be confirmed. Without the return of the complete missing introducer sheath and the attached resheathing tool, the root cause and the confirmation of the resheathing difficulty cannot be determined. Furthermore, due to the post-procedural mishandling, cleaning, and packaging, the circumstances of how and when all the above unreported damage and missing components to the unit occurred cannot be determined or if it was at all related to the field complaint. In addition, without the return of the introducer sheath and the attached resheathing tool, the unidentified microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report.

Event description:
It was reported by the hospital contact that the presidio coil (pc410041230/c10635) failed to be re-sheathed. It was initially reported that the product will be returned for analysis.